Manufacturer narrative:
Customer contact reports no patient information available. Ge healthcare service representative recommended replacement of the electronic vaporizer assembly. The customer declined ge service.

Event description:
The hospital reported intermittent high agent output. There was no report of patient injury.